Manufacturer narrative:
Analysis found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) indicated that the interstim device turned on and off on its own. It was noted that there was no reason/location, and would occur randomly. There were no falls or external issues related to the issue. The rep mentioned that they tried reprogramming the device, and ended up replacing the device. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.